Manufacturer narrative:
A suspected infection was reported to abbott. It was determined the patient experienced redness and fluid discharge at the ipg site. Surgical intervention was undertaken wherein the pocket site was cleaned out to address the issue. As a result, a device history record was performed to review and confirm the sterility of the ipg. Based on the documents reviewed, the source of the infection remains unknown.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported, the patient was experiencing redness and fluid discharge at the ipg site. As a result, surgical intervention was undertaken on (B)(6) 2024 wherein the pocket site was cleaned out to address the issue.